Event description:
It was reported that the physician detected short non sustained episodes of unknown origin, but with high amplitudes according to sensing his to grams. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi) and/or myopotentials.

Event description:
It was reported that the physician detected short non sustained episodes of unknown origin, but with high amplitudes according to sensing histograms. Preliminary analysis confirmed the reported event. The observed ventricular oversensing most probably resulted from 50hz electromagnetic interferences (emi) and/or myopotentials.